Event description:
It was further reported that the target lesion was restenosed, and the artery was moderately tortuous. The 5.0 x 40/40 sterling otw balloon catheter was removed intact.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 90% stenosed lesion was located in the calcified with average tortuousity right antebrachium. During the first inflation of a 5.0 x 40/40 sterling over-the-wire balloon catheter to 3atms a balloon rupture occurred. The sterling balloon catheter was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.